Manufacturer narrative:
Pump passed displacement test, self test, off no power test and all operating currents tested within the specification range. Pump was monitored and tested with no blank display and audio/vibrate anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump was no longer beeps or vibrating for her alerts. The blood glucose level was 96 mg/dl and 187 mg/dl. The customer reported that the insulin pump is neither beeping nor vibrating currently. The customer performed self test, pump beeped during the tone test, but it did not vibrate. The customer was advised the insulin pump need to be replaced. The customer was advised to revert to back up plan. The insulin pump being returned for analysis.